Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer reported unspecified high scan reading, stated that his glucose was high, he experienced confusion and a loss of consciousness, and required treatment of humalog insulin, long-acting insulin, and blood pressure medication from a healthcare professional. Although high scan readings are indicative of hyperglycemia, as the customer did not provide readings from time of event, it is unknown if sensor indicated hyperglycemia at time of event. A comparison of 293 mg/dl sensor against 262 mg/dl capillary was provided during troubleshooting there was no report of death or permanent injury associated with this event.